Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2007 (B)(6), 5554 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising with increasing lead impedance trend from approximately 2000 ohms to approximately 4000 ohms.

Event description:
It was reported that the right ventricular (rv) lead threshold had gradually increased to almost maximum output at 6 volts at 0.9 milliseconds. Also the rv lead impedance was greater than 3000 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.